Event description:
The patient reported that the battery for the spinal cord stimulator (scs) device did not hold a charge. It drained too quickly. The issue was not resolved at the time of report. Additional information received from the manufacturing representative reported that the cause of the event was unknown. It was unknown if there were actions/interventions taken as a result of the event. It was also unknown if there had been any changing to programming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.